Manufacturer narrative:
Acell has consulted a gi surgeon on its scientific advisory board regarding the potential root cause of the esophageal defect recurrence. The gi surgeon stated as follows: ¿several things I think may have contributed to this. First, depending on the cause and time of perforation at that level, I would not have chosen an esophagoplasty with matristem as an indication. Highly enzymatic injuries, as a perforation may be, usually digest the material too soon. We know that from wound healing therapies. That area of the esophagus in particular is a very high risk segment for leaks and there are no structures to block it. Prolene is a suture I would not use with matristem as it may shear it easier. Particularly a 5.0. However I don¿t think that is the main cause of failure. With that injury to begin with I would have performed the esophageal approximation in the first procedure and not attempted just a primary closure.¿ devices were used in an off label procedure. The safety and effectiveness of these devices for use in primary distal patch esophagoplasty procedures have not been demonstrated and there are no FDA clearances/approvals for this indication. Acell is in the process of continuing its complaint investigation, including additional follow-up with the medical institution.

Event description:
Patient was implanted with matristem plastic surgery matrix xs and matristem micromatrix on an unknown date to repair an esophageal perforation (1 cm width x 2 cm length), superior to the diaphragm. A 5 x 5 cm patch of matristem was placed over the defect and sutured into place using approximately ten 5-0 prolene sutures in an interrupted fashion, with approximately 0.5 cm overlap between the device and defect. No immediate post-operative complications were noted. At 6 days post-procedure, a barium swallow was performed and showed a complete leak at the operative site. Patient also underwent an endoscopic procedure, which confirmed the findings of the barium swallow. At seven days post-op, the patient underwent surgery to evaluate the repair. Resorption of the devices was suspected as the devices were not present at the defect site. The defect was repaired by primary approximation of the esophagus with reinforcement by another company's patch.